Event description:
Two contacts, inside of the suspect device, apperred to be burned and charred. No operator injury was reported. The suspect device was removed from service. A request was made for the return of the suspect product and replacement product was shipped.